Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. System check was being performed by tandem technical support, however the customer was unable to complete the check at the time of call. Multiple attempts were made by tandem clinical support to continue to address the issue, however, no response was received. Customer's blood glucose was 212 mg/dl.